Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for motor error and drive support cap is protruded. The customer¿s blood glucose level was 311 mg/dl. Customer states that the motor stopped working on their pump. Customer stated that they tried to deliver a large bolus, but they did not see any insulin coming out. Customer stated that they had also received a motor error alarm a few days ago. Customer stated that they tried to deliver a large bolus, but they did not see any insulin coming out. Customer reports symptoms related to their high blood glucose was blurry vision, thirsty. Customer treated with insulin pump, manual injection. Customer reports they have contacted their healthcare provide regarding the high blood glucose. Customer reports damage to the drive support cap. Advise that the pump will need to be replaced. Advise to revert to backup plan per healthcare provider instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed operating current and displacement test; however, compromised force sensor system alarm during prime test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, broken belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.